Event description:
The pt was seen by their dr following a stiff neck. The next day, the pt was admitted into the hopsital. Pt was diagnosed with "strep pneumoniae meningitis". The physician stated that the infection started in the pt's nose and was not related to the cochlear implant. Three days later, the pt was discharged from the hospital with vancomycin IV. The pt is doing well and is very active.